Manufacturer narrative:
Visual inspection of the returned probe showed no evidence of saline intrusion or self-activation. There is minimal discoloration on the top and sides of the ceramic housing which appears to be due to normal usage. The black shrink wrap is intact with no indication of reverse firing. During testing, the probe was activated continuously for 5 minutes in saline. The handpiece operated normally and according to specifications. The r&d engineer could find no fault with the returned probe. A review of the device history record (DHR) shows this device was manufactured in a lot of (B)(4) units. During the manufacture process there were no abnormalities noted in the DHR that would contribute to the reported issue. There have been no other similar complaints received on this catalogue#/lot# combination. Based on a health hazard analysis, there is minimal clinical risk due to reverse firing. A total of (B)(4) probes have been shipped since the release of this product in december 2015 and there has been no report of patient injury or patient burn as a result of probe backfiring. No defects were discovered during evaluation of the 5 similar complaints. The probes performed as intended during testing. The issue occurs when the surgical techniques recommended by the manufacturer or typical practice is not followed. The clinician always has full control of the on/off functionality of the probe during an arthroscopic procedure. If at any time during the procedure an anomaly of the probe is observed by the clinician/medical staff the power can be discontinued immediately by a variety of methods including the on/off button on the probe, the power function pedal on a footswitch, or unplugging the probe power cord. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There have been no patient long term adverse effects related to this failure mode. The instructions for use (IFU) provides the following warnings and precautions. -it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. -examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
On january 12, 2017 new event information was received that changes the failure mode previously indicated by the customer. It was reported, the probe was activated only for a short time before the incident occurred. The doctor introduced the probe subacromial and activated the probe under the bone, then it backfired. The patient was fine. There was no tremor, it was a general discharge, like a synchronized electrical cardioversion. The discharge was immediately after the probe was used; water squirted out of the lateral arthroscopy access point where the probe was inserted.

Manufacturer narrative:
The used/damaged device was shipped from (B)(6) on 12/22/2016 and is in route to conmed linvatec for an evaluation. A supplemental and final report will be filed upon completion of the product evaluation and complaint investigation.

Event description:
He user facility reported that during use of the aes-90sc arthroscopic energy probe in a shoulder surgery, "suddenly discharging during surgery". The patient got tremor and water came out. The yellow button was used with level 3. On level 2 all was fine. The procedure was completed successfully using this same probe. There was no patient injury and no surgical delay during this event. This report is raised on the basis of potential for patient injury with recurrence.